Event description:
(B)(4). Initial report for this spontaneous case was received by a nurse from a physician's office on 17-sep-2007: a female patient in (B)(6) initiated treatment with injectable poly-l-lactic acid (sculptra) in 2005 for the indication of hollowness under her eyes. In (B)(6) 2006, after her fourth set of injections, the patient developed "heavy" nodules under the eyes and face. The nurse reported that poly-l-lactic acid was reconstituted with normal saline and lidocaine ".05" was given. Treatment measures were unknown. She reported that no biopsy is to be done. No further relevant medical information provided.

Manufacturer narrative:
Additional information for sculptra (lot #/expiration date unknown) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, damages detectable. Conclusion: no faults detectable.